Event description:
The customer stated a false (B)(6) result was generated on the axsym hbsag confirmatory assay. A patient specimen previously (B)(6) but when retested, (B)(6) results were obtained. Suspect results were not reported and there was no impact to patient management.

Manufacturer narrative:
(B)(4); no consequences or impact to patient; (B)(4) false (B)(6) result. The customer replaced the sampling and processing probe to resolve the discrepant result issue. A labeling review found the axsym system operations manual contains adequate instructions for the maintenance, troubleshooting and component replacement for the axsym probes. The labeling review also found the hbsag confirmatory package insert contains adequate information on the assay intended use, explanation of the test, quality control procedures, indications of instability or deterioration of reagents, handling precautions, and limitations of the procedure. The package insert cautions it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal performance. A review of quality metrics and complaint documentation did not identify an adverse trend related to the customer's issue. A service history review for the time period of (B)(4) 2011 to (B)(4) 2012 found no additional axsym plus (B)(4) discrepant results issues have been documented since the sampling and processing probes were replaced and calibrated. No service history issue for the axsym plus (B)(4) was identified during the review. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list no. 07a83-03, or the axsym probe list no. 09a59-01 for the issue under evaluation. Customer resolved issue.